Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on june 15,2019 with blood glucose of 600 mg/dl. Customer's other blood glucose was 128 mg/dl,303 mg/dl. The customer was treated with insulin drip and insulin pump. Customer also reported that insulin pump did not alarm and insulin pump did not give insulin. The customer will continue the use of device.